Event description:
Patient was admitted to the hospital for removal and replacement of left breast saline implant secondary to deflation. This implant was placed 15 years ago when she had undergone a mastectomy for left breast cancer. She also had breast reconstruction with contralateral mastopexy reduction. Over the past few months the patient noticed an acute onset of discomfort and loss reconstruction. At the time of surgery, the implant was found to be completely deflated without any obvious point of leak. Patient requested possession of her surgically removed breast implant. Her request was honored.